Manufacturer narrative:
Summary of evaluation: evaluation of the device shows signs of impaction suggesting misuse.

Event description:
The thread on the device is not functioning properly. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time.